Event description:
While compressing a pt's breast on a lord m-IV mammography system, the technologist reported that they felt a shock in their left arm form their fingers to their shoulder. The technologist became "woozy" while describing the event to the office manager. The technologist was sent to a hosp emergency room. It was reported that the [technologist] was diagnosed with an irregular heartbeat and nerve damage to their left arm. The technologist was admitted to the hos p where they stayed overnight, and were released the following day. Thunderstorms were reported in the area at the time of the incident. A large booming noise was heard at the time of the incident. There was no report of injury to the pt whom was present at the time of this incident.